Event description:
Smoke out of sv300 when the unit was to be used on patient. Report sent to french authorities. As the unit is kept by the customer till answer from french authorities, the company has not any technical details/more precise information regarding this file.